Manufacturer narrative:
Follow-up #1 date of submission 04/05/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 03/28/2016 with the following findings: a review of the black box data evidence of short battery life with a drastic voltage drop on (B)(6) 2016 and a voltage drop on (B)(6) 2016 leading to a replace battery alarm. A visual inspection of the pump showed that the battery compartment and battery cap were undamaged. The pump successfully passed the ez prime steps. The pump¿s current draws were found to be above specifications. The pump¿s cover was removed, and inspection concluded to an unidentified intermittent pcb condition leading to short battery life.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the battery life was less than expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.